Event description:
It was reported "the patient was infected after a necrotic metatarsal amputation of the proximal fourth metatarsal bone of the left foot. According to the doctor's advice, in order to reduce local infection and inflammation caused by repeated puncture, the PICC catheter was inserted on (B)(6) 2023, and the operation was normal until (B)(6) 2023. During this period, the patient was treated with PICC. At 23:50 on (B)(6) 2023, the PICC catheter was found to have spontaneously broken, and the nurse on duty immediately checked by the bed, immediately removed the broken residual catheter at 23:55 on (B)(6) 2023, followed by local dressing change and pressure dressing. The next day, the patient was found to have no obvious local blood infiltration, which did not cause adverse effects on the patient."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation.